Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient felt dizzy and went to the hospital. The electrocardiogram showed the patient's heart rate at 40 beats per minute. Pacemaker battery depletion was suspected. The device was removed. No further patient complications have been reported as a result of this device.